Manufacturer narrative:
(B)(4). The customer complaint of "reset/silence key did not function" was confirmed by the service engineer who recommended reattaching the speaker connector to the main board and replacing the top membrane control panel. The on/off switch was also replaced. All performed tests and calibrations were passed per the manufacturer's specifications.

Event description:
It was reported that the ventilator reset/silence key did not function. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.